Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the registration error was passing when testing.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system was experiencing an intermittent tracking issue when registering the patient. Instruments were reported to be communicating intermittently during the duration of the tracer registration. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.